Event description:
It was reported that "doctor noticed a crack in the hub of the introducer needle prior to using. Tried to use and aspirated air." A new needle was used. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "doctor noticed a crack in the hub of the introducer needle prior to using. Tried to use and aspirated air." A new needle was used. There was no harm to the patient.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a cracked needle hub was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol , acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin." The customer report of a cracked needle hub was confirmed through visual inspection of the supplied photo. A device history record review was performed based on sales history with no findings relevant to this investigation. Based on these circumstances and the comments from r & d , the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting , sideloaded as the clinician attempts to locate a vessel , etc.) In the presence of liquid alcohol-based disinfectants. A CAPA was implemented (B)(6) 2023 using a new alcohol-resistant material to manufacture the needle hub. The manufacturing date for the needle hub involved with this complaint occurred prior to the CAPA implementation date. Teleflex will continue to monitor and trend for reports of this nature.